Event description:
It was reported that a patient underwent arthroplasty on unknown date and suture was used. Surgeon used suture from new box that had the needle fall off, losing the needle with first stitch. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested and the following was received: 1. Please clarify: when the event occurred 2. Status of product return event occurred during a cmc arthroplasty . A new box of 2-0 vicryl was opened. Doctor was closing and ended up trying 4 sutures from new box with each one losing the needle with first stitch. Related reports: manufacturing report # 2210968-2024-02134, 2210968-2024-02135; 2210968-2024-02136, 2210968-2024-02137.